Event description:
It was reported that just post implant interrogation revealed elevated ventricular threshold (3.75 at 0.4 ms) and decreased r-waves (2.0-2.1 mv). The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.